Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had wasted 2 infusion sets and 2 reservoirs since this morning. Customer's blood glucose was 7.7 mmol/l. Customer was getting a no delivery alarm while priming. Customer was advised that there was a possible connection issue or an occlusion in the tubing or reservoir, which could lead to no delivery alarms. Customer was unable to push the plunger at all and could not push the insulin manually. Customer was at work and did not have any infusion sets or reservoirs with her. Customer was advised to change the entire infusion set system as soon as possible. Customer will go back to the needle in the meantime.